Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error and no delivery alarm. Customer stated that drive support cap was normal. Customer stated that event were resolved by changing reservoir. Customer states pump was not exposed to a high magnetic field. Customer was able to rewind the pump. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm noted. No motor error alarm during testing noted. The motor was tested outside the device and passed.